Manufacturer narrative:
Additional info received on (B)(6) 2011, changed this event from non-reportable to reportable. A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2008, a pt was implanted with a gore propaten vascular graft in a bypass procedure in the right leg from the superficial femoral artery to the popliteal artery. On (B)(6) 2008, the pt presented with a perigraft seroma in the groin. The seroma was drained in the operating room.